Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One detached needle and two suture pieces outside its packaging were received for analysis. Product code sxpp1a405. Additionally, a photo was provided, and with the same condition as the received sample. Upon initial inspection of the samples, the swage area was noted as expected. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture ends were inspected and on one extreme there is not sufficient impression at the insertion mark, resulting in a light swage. During the initial inspection of the suture pieces, no breakage suture was observed. But three extremes were noted to be cut probably caused by a surgical instrument. This product code sxpp1a405 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was being done when the needle pulled-off and the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Please provide details. During passage through tissue. The following information was requested, but unavailable: did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Does the needle remain in the patient¿s tissue? "What tissue structure is it located? Size of the needle retained. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? What was the name of the procedure? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The problem of pulling off suture needle happened in surgery. Besides, the suture was broken. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.